Event description:
Caller reported a malfunction on the pump, identified as malf 12, but there were no notable events leading to the issue, and it did not cause any adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump using the provided reset information, resolving the malfunction without recurrence. Customer was informed they could continue using the pump and were advised to call back if the malfunction reappeared, which the customer acknowledged and understood.